Manufacturer narrative:
Date of event: exact date unknown, event occured two months ago.

Event description:
It was reported that the patient had difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned.